Event description:
The reporter stated a collamer single piece lens was removed from the vial, and the technician noted there was a tear on the lens edge. The lens was not used and there was no patient contact. The reporter stated the lens was received that way. Another same model lens was implanted.

Manufacturer narrative:
Results: visual inspection of the returned product found pieces torn off and missing from both haptics. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.